Event description:
The medical team in japan had a cp support of 7 days. This occurred in 5/2022. The jpvad registry team documented a stroke, in 9/2022, to have occurred during the support. The stroke was determined to be ischemic. The causality of the stroke was unknown, thought to be caused or contributed to by the use of the impella.

Manufacturer narrative:
All impella pump product was discarded in 5/2022 and as such no investigation to root cause is possible. The jpvad registry team shared no further clinical details. The failure mode will be monitored and trended.

Manufacturer narrative:
B2: date of patient death is unknown. The investigation for the reported stroke has been completed. The clinical details provided were not sufficient to determine a root cause. The cause of the stroke and its relation to the impella were not determined since the product, data logs, and sufficient clinical information were not provided. The patient death was determined to be unrelated to the impella. This report is being filed as part of a retrospective review of historical records.